Manufacturer narrative:
(B)(4). During the course of investigation, a review of the complaint history, quality control (qc), trends, device history and IFU was conducted in addition to a visual inspection. The introducer was returned in a used and damaged condition. The visual examination confirmed the sheath had separated at the midpoint. It was noted that the edges at the separation were smooth with little evidence of thinning or elongation. The distal half was not returned. It was reported that the distal portion was successfully removed from the patient in a separate procedure, thus resulting in significant harm to the patient. These devices are inspected 100 percent by quality control for surface integrity. In addition, the instructions for use (IFU) cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification testing has confirmed sheath strength per iso. Based on the information provided and the results of our investigation, root cause was determined to be packaging handling related due to product storage conditions. We have notified the appropriate internal personnel and will continue to monitor complaints for similar events. Per the quality engineering risk assessment (qera), there is insufficient risk to require any further action at this time.

Event description:
The facility was having previous difficulties getting access with a terumo sheath and now they have decided to use cook flexor.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
During a peripheral intervention, the user was attempting to engage the left external iliac from the right common femoral artery access; however, they were unable to advance the sheath. When they attempted to pull back the sheath, the check flo assembly separated and the sheath began to unravel. This left the tip of the sheath in the abdominal aorta and external iliac. The patient was transferred to a different facility to remove the tip of the sheath that separated. The facility was successful in removing the separated piece and the patient is doing fine. When the physicians were attempting to pull the sheath back to reposition, the dilator was not in the sheath. During this procedure the facility maintained access and secured the unraveled sheath portion using hemostats. Thus, the separated tip was not loose in aorta. The facility the patient was sent to was successful in removing the separated piece and the patient is doing fine. The tip that separated was completely removed.